Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The defect was measured as 17x22mm and the sizing of the device was determined through transesophageal echocardiography (tee). Tee was also used during the procedure. The device was re-captured once during the procedure. The device was implanted. During the 45-day transesophageal echocardiography (tee) it was discovered that the device had embolized to the descending aorta. The patient had a bundle branch block. On an unknown date the device was re-captured and removed from the patient via transcatheter snare. The physician believed that the device embolization was possibly due to under-sizing. The patient status was stable.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The defect was measured as 17x22mm and the sizing of the device was determined through transesophageal echocardiography (tee). Tee was also used during the procedure. The device was re-captured once during the procedure. The device was implanted. During the 45-day transesophageal echocardiography (tee) it was discovered that the device had embolized to the descending aorta. The patient also presented with a bundle branch block on the same day. On an unknown date the device was re-captured and removed from the patient via transcatheter snare. The physician believed that the device embolization was possibly due to under-sizing. The patient status was stable.

Manufacturer narrative:
It was reported that during the 45-day transesophageal echocardiography (tee) it was discovered that the amulet device had embolized to the descending aorta and patient also presented with a bundle branch block. Information from field indicated that the defect was sized through tee and tee was also used during the procedure. It was also indicated that the device was re-captured once during the procedure before it was implanted. The device was not returned to abbott for analysis such that it is not possible to inspect the explanted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Requests were made for imaging, however this information was not supplied by the site. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event. However, field indicated that the physician believed that the device embolization was possibly due to under-sizing. The cause of reported patient effect heart block could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the embolized device was recaptured and removed using transcatheter snare. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.